Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received by the manufacturer representative (rep) reported that the patient was not feeling any stimulation since a few hours after their last reprogramming on (B)(6) 2015. An impedance check was performed and the lead that was placed in 0-7 was out of range and the second lead 8-15 was in range for impedances measurements. An x-ray was done and it was clear that two electrodes were out of the device. The patient noted that they do not know what had happened; there was no fall related to the event. When they were seen on (B)(6) 2015, they had no issues at that time. The rep directed them to see their implanting physician to have the lead reconnected. Surgical intervention was planned but not yet scheduled. Relevant medical history includes non-malignant pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.